Event description:
It was reported that a power source alert occurred and the pump battery gauge was fluctuating. Subsequently, pump shutdown. Customer's blood glucose was 128 mg/dl. Customer reverted to using manual injections for insulin therapy.